Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the lead exhibited high impedance. The guidewire could not be inserted completely into the lead. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.